Event description:
It was reported that during use with bd vacutainer® cpt¿ cell preparation tube with sodium heparin additive from the tube flowed into the device. This issue has potential for serious injury however, information regarding patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: this report is about blood backflow of blood collection tube.

Manufacturer narrative:
H.6 investigation summary: bd received 40 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for tube backflow with the incident lot was not observed. Additionally, 20 of the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to tube backflow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube backflow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.